Event description:
It was reported that the patient¿s implantable neurostimulator (ins) may have flipped. The issue began on the day of the report, when she sat down and it turned on its side. This was the first time it had ever moved. The patient ¿literally¿ felt it move inside. The flip was not confirmed at the time of this report. The patient was trying to get in touch with a manufacturing representative because her device flipped and was trying to get help to check the device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37092, lot # 298910002, implanted: (B)(6) 2012, product type accessory; product ID 8591-38, lot # d21517, implanted: (B)(6) 2012, product type accessory; product ID 3550-39, lot # n326823, implanted: (B)(6) 2012, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 355531, lot # n321950, implanted: (B)(6) 2012, product type screening device. (B)(4).